Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results on a cobas c 501 module. The initial result was 17.36 mg/dl. The repeated result was 0.81 mg/dl. The reagent lot number is 570178 with an expiration date of may, 2022. The results were reported outside of the laboratory.

Manufacturer narrative:
There was no abnormal alarm when running the sample. The sample was centrifuged at 3500 rpm for 5 minutes and the primary tube was used for the test. The reaction curve is not deviated. The provided calibration and qc charts do not show any evidence of an issue. The investigation is ongoing.

Manufacturer narrative:
The pre-analytical data showed a short centrifugation time (customer only centrifuged sample for 5 minutes instead of 10 minutes according to the tube manufacturer). The field service representative confirmed that the tube adaptor is correctly mounted and the gear pump pressure is adjusted correctly. He replaced the sample probe, corrected the centrifugation speed, and performed maintenance. After service, no issues were reported by the customer. The investigation found the issue to be caused by a pre-analytical issue (centrifugation time too short) at the customer site.